Event description:
The patient called to report "ever since I had my new device implanted, I have been feeling weak, short of breath and tired." Based on follow-up received, the device was programmed to adjust the patient's activity of daily living rates. The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.